Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 04/30/2021.

Manufacturer narrative:
Initial reporter phone: (B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photographs were reviewed, and it was noted that dark material was on the set and rotor assembly; however, due to the nature of the sample, the material could not be evaluated/analyzed. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed within the tubing of a repeater pump disposable set. The pm was further described as ¿black traces¿. This issue was identified while operating the repeater pump prior to patient use. There was no patient involvement. No additional information is available.